Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, the tactiflex se catheter was inserted into the sheath and during rf delivery, it was noted that blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No additional venipuncture or septum puncture was performed to replace the sheath. The only product inserted into the hemostasis valve is the enclosed dilator and tactiflex se catheter.